Event description:
The customer reported that the 9800 system displayed a kilovolt error message. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The filament driver board was replaced. The system was tested and is operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.